Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after noticing lightheadedness and an unusual feeling in his chest. Interrogation of the implantable cardioverter defibrillator revealed that the device was in backup mode, and the patient's presenting rhythm was not recorded. Additionally the backup status report did not print. The device was successfully restored and the patient was in stable condition throughout.